Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the second part of the stomach, staple line was incomplete in proximal. Suturing was done to fix the staple line. Surgeon replaced the misfired one with another reload.